Event description:
The dental implant, fx4008swc in tooth location 5 was removed on (B)(6) 2016 due to loss of osseointegration around 2 years after implantation. The doctor indicated that the patient's bone condition, poor oral hygiene and infection caused the implant removal. The patient had medical history of hypertension. The patient has recovered without any complications.